Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition codes te1-504 and te1-594 were obtained from patient samples processed using a vitros 5600 integrated system. A possible cause of the events could have been the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potentially erroneous results to be obtained for a patient sample. Due to a hardware reliability issue (i.e. X-drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. For the majority of the occurrences, (58 of the 72), the results were suppressed due to another metering issue such as a sample aspirate issue. However, for the remaining 14 occurrences, assay results were not suppressed and were likely reported outside the laboratory. Ortho cannot determine via econnectivity if a sample was reprocessed on a different vitros system since the encryption of the sample ID is unique to each vitros system. Ortho did identify 4 of the 14 occurrences in which assay results were generated where the customer reprocessed the sample, however, they did not repeat all assays initially ordered and tested. This makes it impossible to determine if those initial results were erroneous. The difference between the initial and repeat assay results that were seen indicate that the sample metering proboscis was not in the correct x position to dispense the correct volume of sample onto the microslide. Therefore, the malfunction occurred. A field engineer (fe) went to the site to optimize the vitros 5600 integrated system. There have been no additional te1-504 or te1-594 condition codes since the fe completed service actions. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c

Event description:
A customer reported obtaining the condition codes te1-504 and te1-594 on a vitros 5600 integrated system which could lead to potential erroneous results. A review of the system¿s econnectivity found that there were 63 occurrences of the te1-504 code and 9 occurrences of the te1-594 code starting from (B)(6) 2018 through (B)(6) 2018. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 integrated system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The initial assay results likely were reported outside of the laboratory. It is unknown if the results were questioned by a physician. However, there have not been any allegations of patient harm due to the events. This report corresponds to ortho clinical diagnostics complaint numbers (B)(4).